Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 42532007102, persona tibia cemented 5 degree stemmed right size e, lot # 63689206. Catalog #: 115395, persona stem extension tapered cemented 14mm diameter and 30 mm length, lot # 71794257. Catalog #: 42522400712, persona articular surface fixed bearing posterior stabilized right 12 mm height, lot # 71794257. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00248 and 05607. The product was discarded

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty approximately a month ago. Subsequently, the patient was revised due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. According to x-ray review, cortical disruption of the distal medial femoral metaphysis is seen on the first set of postop images suggests fracture of the distal femur occurred intraoperative likely due to surgical technique; therefore, root cause is due to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.